Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with laparoscopy, hysteroscopy, cystourethroscopy and cystoscopy due to stress urinary incontinence, pelvic organ prolapse, dysfunctional uterine bleeding and pelvic pain. The patient experienced pain, urinary problems, recurrence and organ perforation. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with laparoscopic lysis of adhesions, excision of posterior wall uterine lesion, and d&c. It was reported that the patient underwent laparoscopic lysis of adhesions on (B)(6) 2011 due to intra-abdominal adhesions. No additional information has been provided. (B)(4).